Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 02-jun-2017 replaced needle,cleaned and then replaced 3 way manifold,replaced sample loop, ranplenty of sample in dilution well but not being drawn into injection valve. Could not resolve. Fse transferred call to another fse to dispatch for resumed service. On 05-jun-2017 customer reported low total area & low pressure, then preesure went high. When fse arrived noticed some bubbles in the tubing going to both valves, replaced sample loop, rotor seal, rotor seal for 6 way and stator face these did not resolve issue but due to blood contact with parts did not go back and remove them. Found clot in port 3 of the injector valve. Cleared clot. Cust calibrated instrument and ran qc (quality control) with good results. The most probable cause of the reported event was a clot in injector valve port 3.

Event description:
On (B)(6) 2017 the customer reported no pressure with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.